Manufacturer narrative:
Patient and device details unavailable at the time of this report additional information has been requested but not been made available. (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration. The implanted device remains. It is unknown if there are plans to re-implant the patient with a new device.